Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was unknown and the sensor glucose was 48 mg/dl at the time of the incident. Customer stated that the last two days blood glucose would read 34 mg/dl. The customer was treated for low blood glucose with food and after a while blood glucose reading was at 180 mg/dl. No troubleshooting was performed on low blood glucose. Advised customer to give it about an hour to see if sensor will catch up and if it does not, remove the sensor and check for damages and call back to have the sensor replaced. The sensor will not be returned for analysis.